Event description:
The complainant reported a 17 year old male patient presenting for impella support. The patient developed ischemia in the impella inserted leg. As treatment, an external bypass was administered to restore blood flow.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.